Event description:
It was reported that the patient had a bladder outlet obstruction due to an artificial urinary sphincter (aus) presenting activation and deactivation issues with the pump. The device was successfully removed and replaced. There were no additional patient complications.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient had a bladder outlet obstruction due to an artificial urinary sphincter (aus) presenting activation and deactivation issues with the pump. The device was successfully removed and replaced. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually and microscopically inspected and underwent leak and functional testing. The balloon passed visual analysis and leak testing; however, it did not pass functional testing due to pressure below specification. The pump was visually and microscopically inspected and underwent leak and functional testing. No damages or abnormalities were found, and the pump passed all testing. The cuff was visually inspected microscopically inspected and leak tested. Visual inspection found a tear in the cuff shell consistent with sharp instrument damage during explant. Apart for the observed damage no other irregularities were found. Based on the information available and analysis results, the balloon not passing the functional tests could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.